Manufacturer narrative:
H6: investigation summary: a "false positive" complaint was reported against the bd max instrument catalog number 441916, serial number (B)(6). The customer reported that they have received a false positive for enteric and vaginal samples on side a. Database and run files were collected and analyzed. Analysis of the database and run file show that issues with side a reader. Field service was dispatched. Field service replaced reader a and returned the instrument functional. No parts were returned to bd. The complaint is confirmed and CAPA 1342708 is opened for this error. The root cause is determined to be a faulty reader. The complaint is confirmed with the information provided. The investigation consisted of a review of the instrument device history record from manufacturing, the instrument installation and service history, and related complaint data.. Review of service history shows that this complaint is a continuation of a false positive complaint in which all four pumps were replaced. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Event description:
It was reported that while using the bd instrument max clinical a false positive result was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.assays used: unknown.

Manufacturer narrative:
The following fields were corrected with additional information: g.4. Date received by manufacturer: 2021-02-09.

Event description:
It was reported that while using the bd instrument max clinical a false positive result was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unknown.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical a false positive result was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unknown.